Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased by a family member. It was reported that the patient was rushed to the hospital and was very ill and the following day the patient¿s heart stopped with the device not shocking the heart back. It was reported that cardiopulmonary resuscitation (CPR) was performed by healthcare providers and the patient¿s ribs were broken. The patient was reported by the family as then placed on life support due to the product malfunction and was told by a physician that the ICD was not working and that was why CPR was performed. The patient was reported as deceased two days following hospitalization. A cause of death was requested and not received.

Event description:
Additional information was received from a family member that indicated that after speaking with the physician office the nurse reported that according to the death certificate the cause of death was listed as congestive heart failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
(B)(4)